Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running in the safety position (device is power broken). It was further determined that the outer hose was disconnected from the prv and the hose ring at the muffler end was out of place. During repair, it was observed that the lock cylinder and the pawls release were damaged, causing the device to fail the safety assessment. It was determined that the issue with the outer hose disconnected from the prv and the hose ring out of position was consistent with mishandling of the device by exerting extreme force on the hose during cleaning or use. It was determined that the issue with the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an undetermined malfunction. The event was not reported to have occurred during surgery. During in-house engineering evaluation, it was observed that the device was running in the safety position (device is power broken). It was reported that there were no delays to a surgical procedure. It was not reported if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.